Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified. Additionally, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an altitude alarm intermittently occurred with multiple cartridges while the customer was not outside of the labeled operating altitude range. Reportedly, the altitude alarm resulted in the customer experiencing an elevated blood glucose level over 500 mg/dl. Customer administered a manual injection to address the elevated blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.